Event description:
It was reported that on (B)(6) 2009, a promus 2.5 x 28 stent was successfully implanted in the proximal to mid segment of the diagonal branch after pre-dilatation. On (B)(6) 2010, the pt presented with severe chest pain. On (B)(6) 2010, thrombectomy of the promus stent was performed followed by deployment of a vision stent. Angiogram showed excellent results. There was no reported adverse pt sequela. Reportedly, the pt had recently been taken off aspirin, plavix, and coumadin in preparation for eye surgery. Though requested, additional info was not provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The stent remains in the pt. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.